Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 16mm in length target lesion was located in the moderately tortuous and severely calcified, 2.5mm in diameter left circumflex artery. A 2.50 x 16 synergy drug-eluting stent was advanced for treatment. However, due to severe calcification, the stent was lifted up and the delivery shaft was kinked. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 16mm stent delivery system was returned for analysis without the manifold hub. A visual examination of the stent found signs of stent damage. Stent struts at the distal end of the stent were lifted from their crimped positions. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The overall stent length was also measured and the result was within the crimped stent length tolerance range. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a break situated at 99cm proximal to the distal tip. Also, multiple kinks located at different places along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 16mm in length target lesion was located in the moderately tortuous and severely calcified, 2.5mm in diameter left circumflex artery. A 2.50 x 16 synergy drug-eluting stent was advanced for treatment. However, due to severe calcification, the stent was lifted up and the delivery shaft was kinked. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.